Manufacturer narrative:
No product information has been provided to date. Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump exhibited a high pressure alarm or, possibly to change the cassette, the patient was uncertain. The patient, with the assistance of their husband, changed the cassette, the pumps and tubing and reported that both pumps still gave the high-pressure alarm. The patient was instructed that it may be a problem with her internal line and she would need to go to the hospital, but they said neither of the pumps were priming the tubing either. In a call back, the patient completed changing the cassette and tubing and the pump primed normally, and the infusion resumed. The patient mentioned that her pump alarms to be changed at inconsistent times. The position of the pump when the alarm occurred is unknown. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.